Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was removed from consignment to receive in house. Device has been returned and analyzed.